Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unknown day after the sensor had been inserted (no information about the insertion site). On (B)(6)2024, the reporter called about the follow app saying that the patient was trying to add more people to follow her but accidentally removed the current followers. He was re-added but not getting any data saying he was already following. The day of the event the patient experienced hypoglycemia and the cgm reading was low. The reporter who lives 45 mins away from the patient was alerted during the night that the patient was getting low readings then lost data on the follow app. He thought maybe she didn´t had her phone with her nearby then when the data came back, she was hypoglycemic for several hours. The reporter called the patient early in the morning, and she was incoherent. The reporter called 911. The paramedics arrived, they took a bg reading which was 21 mg/dl and took the patient to the hospital. The doctors said that looks like what happened was that dexcom took a long time to alarm and at that point she was already incoherent and did not drink her juice she fell and broke her leg. The hospital reported that the cgm reading was 40 mg/dl higher than the bg reading. Surgery was performed on the broken leg and the patient had to undergo rehabilitation. There was no information about the treatment provided. At the time of the report the patient was still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 40 points higher. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f18 rehabilitation.